Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, the product was returned in a large plastic pouch. The product pouch was open from 3 of 4 sides of the pouch. There were traces of biological contamination at the distal end of the device (probe and tubing brass), and on the needle electrode. There were no signs of cracks or slits on vari-stim tube. There were scratches on a rotating index, and it was slightly difficult to rotate an index. Electrically, the specification for index positions shall be, index 0.5 = 0.5ma +/- .1ma (0.4ma ¿ 0.6ma), index 1.0 = 1.0ma +/- .2ma (0.8ma ¿ 1.2ma), and index 2.0 = 2.0ma +/- .4ma (1.6ma ¿ 2.4ma), and the actual reading was index 0.5 (0.4ma), index 1.0 (0.9ma), and index 2.0 (1.7ma), all within specification and light worked on all indexes. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the vari-stim did not work during surgery. Despite turning on the light, it did not generate stimulus. The procedure was completed with backup products. There was no patient impact.